Event description:
Arjo was informed about an event involving the enterprise 5000 bed frame and nimbus system (mattress and pump) which were used on a post-natal ward. Following the information gathered, a baby lying on the bed with mother fell out of the bed and sustained a cracked skull. The baby fall was unwitnessed by the facility staff but the mother informed that she fell asleep whilst the baby was in her arms. The safety side rails were in the lowered position at that time. As two arjo devices were involved in the adverse event (nimbus system and enterprise 5000 bed frame), an additional report for the nimbus system was submitted under number 1419652-2021-00010.